Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the various cubies had failed. A field service engineer (fse) inspected the bus cable for cuts and the retractor bands for damages. The fse disconnected the row board cables, allowed them to reset, and then reconnected them. The fse also removed the medications that were on the row board and between the cubies. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that, when using the bd pyxis¿ medstation¿ es, various cubies had failed. The customer reported that this malfunction occurred during the dispensing of medication. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes.

Event description:
It was reported by the customer that, when using the bd pyxis¿ medstation¿ es, various cubies had failed. The customer reported that this malfunction occurred during the dispensing of medication. However, there were no delay to patient care and adverse events or injuries reported based on this incident.